Manufacturer narrative:
PMA/510k: this report is for an unknown 6.5 mm and 7.3 mm cannulated screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent the procedure on (B)(6) 2020 for the removal of three (3) broken 6.5/7.3 cannulated screws in the metatarsal. The previous midfoot fusion was done in 2018. The removal surgery was originally scheduled for an ostectomy for a tarsal bone with possible hardware removal. During the surgery only a portion of one screw was removed and the 2.5 of the broken screws remained in the patient. No further information provided. Concomitant devices reported: plate (part # unknown, lot # unknown, quantity 1). This report is for one (1) unknown 6.5 mm and 7.3 mm cannulated screw. This is report 3 of 3 for (B)(4).